Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-physiologic sensing. Electrograms from the episodes showed post sense t-wave oversensing (twos). It was indicated that the patient had been evaluated previously for sensitivity issue and rv sensitivity was decreased. Today, the physician opted to further decrease sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.